Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. International UDI #(B)(4). The field service engineer (fse) verified the reported condition. The device had alarm light error. To address the issue, the fse replaced the alarm light. The ventilator passed all tests and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator generated an error during power up. The ventilator was not in use on a patient at the time of the event occurred.